Manufacturer narrative:
Date rec¿d by MFR : 25apr2019, after numerous attempts to obtain information on the repair of this device (see fse notes and inspection data), this complaint is being closed. If further information is obtained, this complaint will be reopened. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the airflow accuracy test failed. There was no patient involvement. Event date not specified; estimate used.